Event description:
Related manufacturer reference number: 2017865-2024-53871 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed impedance issue and insulation damage on the right ventricular (rv) lead. Insulation damage was also noted on the atrial (ra) lead the physician elected to explant and replace the rv and ra lead. The patient condition was unknown.